Event description:
It was reported by service report that the retractable head section wheel was broken. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load wheel on the retractable head section.